Event description:
In 2006, this pt underwent a stage-one elephant trunk repair with an innominate artery bypass for a thoracic aortic aneurysm. The second stage was performed in the same month, using gore tag thoracic endoprosthesis. The pt tolerated both procedures. In the following month, CT scans showed a dissection extending to the abdominal aorta, with some aneurysm enlargement. About few days later, an aortogram revealed compression of the true lumen, necessitating fenestration and dilation of the aorta. "Aggressive medical therapy" was then administered; however, the pt developed edema and experienced an altered mental status. At approx 10 days later, compression of the true lumen was again observed. A self-expanding stent (type unk) was implanted, improving perfusion of the true lumen. About 5 days later, a tracheostomy and pneumoencephalography were performed. At about two weeks follow-up aortography showed compression of the distal true lumen by a false aneurysm. Two additional nitinol stents (type unk) were placed. Despite the reintervention, the pt's pulmonary situation deteriorated with the presence of sepsis, which was treated with antibiotics. Dialysis was also performed. At about 5 months later, the pt developed a massive hemoptysis. The source of bleeding was identified and treated with a stent graft (type unk). Prior to transferring the pt to a nursing facility about two months later, a tracheal innominate fistula was sealed. The pt expired in 2007. The cause of death is unk. No additional info is available.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. Also implanted tg3415/03640257.